Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump was cracked at top of the screen and toward the back. Customer states insulin pump was dropped and bumped. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner, stained end cap sticker, cracked reservoir tube lip and cracked case at display window corner. No crack noted on display window or on lcd glass.